Event description:
The physician called to report pacing spikes observed in sinus rhythm for a pt wearing a halter monitor. Upon interrogation, bipole egm's revealed no sensing of intrinsic rhythm, just spikes. Far-field egm's revealed intrinsiic rhythm with async pacing spikes. The ICD was not sensing. The pt will be monitored until the ICD is explanted.